Manufacturer narrative:
The implant was returned for review. Bone residue remained on the external surface of the implant. The internal hex has been stripped. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. Visual comparison to the drawing did not provide indication of a manufacturing deviation. The item number or the lot number of the screw was not provided; therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. The dentist was not able to remove the fractured fragment from the implant, therefore the implant was removed.